Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with two loose staples. The staples in the cover block were severely misplaced and loose. One staple was partially loaded and was sticking out of the forming tool and into the side of the stapler. No burrs were found on the loose staples. The device was disassembled for further inspection and it was observed that the bottom and the rail were detached from the cover block on one side. The pusher and the staples were loose and could easily fall out of the device. There were 23 staples remaining in the cover block indicating that at least 12 staples were fired by the end user. It appears that the bottom was not properly welded onto the cover block, which allowed the rail, pusher and staples to fall out of the stapler. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. It appears that the bottom was not properly welded to the cover block, which allowed the rail and the staples to fall out from the stapler. A nonconformance has already been opened as a result of this issue. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "detached staple feed assembly" was confirmed based on the returned sample. The stapler was returned with two loose staples and the staples in the cover block were severely misplaced or loose. Upon disassembly, the bottom and the rail were detached from the stapler on one side. The pusher and the staples were loose and able to fall from the device. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. Therefore, no further actions will be required.

Event description:
It was reported that (B)(6) 2021, the staple was found jamming and could not be fired prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73c1900104. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2021, the staple was found jamming and could not be fired prior to the patient.